Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
5 instances where max zero connector disconnected from the extension set resulting in blood leaking out of the tubing. 2 events on 5th surgical nursing floor 2 events on progressive care 8th floor 1 event on step down unit 7th floor. 2 patients blood and medication loss 1 patient was receiving blood when the end disconnected 1 patient¿s blood was on them, in over half the hallway and at other patients¿ doorways 1 patient approximately 75-100ml blood was lost. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Blood loss as indicated in my previous message.